Manufacturer narrative:
Date sent: 2/13/2009. Evaluation summary - the handpiece was returned with a loose mount and was tested on a generator and gave error code 3. The handpiece was disassembled and an isolator torn was found in the instrument complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a rectum coelio procedure the device gave an error 3. There was no patient consequence.